Manufacturer narrative:
(B)(4). One imp,tsv,mcol mg,3.7mm,10mm (tsvmb10) was returned for investigation. Visual inspection of the as returned product identified minimal wear about the implant thread, collar, drive feature, and mount hex. A device history review was performed and no related nonconformances were noted. Complaint history review was performed for the reported lot number 62625935 for similar cause and 1 other complaint was identified. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; step 6 ¿ complete seating with the appropriate instruments. Complaint reported that the implant screw in mount could not be removed so the implant had to be backed out. Based on the evaluation, the device malfunction was not confirmed functional testing was performed for the returned product and it was determined that the mount was able to be removed with tsvkit hand tools. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. First/given name unknown / not provided.

Event description:
Customer reported that the implant (tsvmb10) screw in mount could not be removed so the implant had to be backed out. Screw in mount very tight. Replaced with a 3i implant which did not require a mount screw.